Event description:
It was reported that the nurse had a very difficult time getting telemetry. There was no magnet strip and non-magnet was intermittent. It was also noted that there was indecipherable dual egm (electrogram). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).